Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative was informed by the physician that this patient died five days following the implant of this device. According to the physician, the cause of death was unrelated to the device's operation or functionality. The patient never regained consciousness from the anesthesia. According to the physician, there was no allegation of device malfunction or that the use of the device caused or contributed to the patient's death.

Manufacturer narrative:
The local representative was unaware if the device will be returned. To date, the device has not been received at boston scientific's return product department. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.